Manufacturer narrative:
D4: the consumer reported two lot numbers 217441 and 221684 for tests performed between (B)(6) 2023. Customer is unsure on what days they were used. Information for lot no. 217441. Expiration date: 03jul2024. Information for lot number 221684. Expiration date: 26jul2024. Investigation results: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 217441 and 221684 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 217441 / 221684 and device part number 195-430h / lot 214607 / 217982. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 217441 and 221684 showed that the complaint rate is (B)(4) respectively. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Device discarded; single-use device.

Event description:
The consumer reported nine (9) false negative results with the binaxnow covid-19 self-test performed between (B)(6) 2023. This MFR. Report addresses result eight (8) of nine (9). The consumer reported a false negative result with the binaxnow covid-19 self-test performed on (B)(6) 2023. Confirmation testing via pcr (platform lucera) was performed on (B)(6) 2023 and generated a positive result. The consumer was reportedly symptomatic. The consumer stated that treatment was prescribed as a result. No additional information was provided.